Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events : 28 events were reported for this quarter. Product return status: 28 devices were received for evaluation. Evaluation status: 5 events were confirmed during testing, - 4 devices were found to be affected corrosion, - 1 device was found to be affected by a lubrication problem, 23 device evaluations are in progress. Product disposition: this device is not repairable and was not returned to the user facility. Additional information: there were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 28 malfunction events in which the device reportedly overheated; 28 events had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.   Supplemental rationale corrected data: 28 events were originally reported for this failure mode during the reporting quarter. 1 previously reported event was included under MFR report # 0001811755-2018-01445, but will be included in the supplemental report to MFR report # 0001811755-2018-01447 this updating the total number of reported events to 27. 23 previously reported events are included in this follow-up record. 1 previously reported event was reported in error.    Evaluation status: 14 reported events were confirmed during testing.  4 devices were found to be affected by corrosion. 10 devices were found to be affected by a lubrication problem. 5 reported events were not confirmed during testing; however: 4 devices were found to be affected by corrosion. 1 device was found to be affected by a lubrication problem. 3 reported events were not confirmed during testing; the devices were found to be within specifications.   Additional information: 23 devices were not labeled for single-use. 23 devices were not reprocessed and reused.

Event description:
This report summarizes 27 malfunction events in which the device reportedly overheated. 27 events had no patient involvement; no patient impact.